Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaints on this device. Analysis of the returned device was completed on 4/8/2024: the pump was powered on and the pump was confirmed to have the library "plus-v1". The pump was supposed to be programmed with the library "chemo v2", but the library was never downloaded onto the pump. There is no record on iqos of the pump ever being sent the correct library configuration, and no record of the correct library being downloaded. The pump should never have been shipped to the customer without verification that the correct library was downloaded onto it. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Event description:
On (B)(6) 2022, infutronix received a report from a healthcare facility that an infusion pump had the incorrect library loaded. No patient was harmed reported.